Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented in emergency department (ed) after a syncopal episode. Physician phoned into technical services inquiring about device function and diagnostic interpretation of the remote monitoring report which indicated intermittent far field r-wave (ffrw) oversensing. The implantable cardioverter defibrillator (ICD) was reprogrammed. The ICD and lead remain in use. No patient complications have been reported as a result of this event.